Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ¿issues¿ with the control iq software that resulted in low blood glucose (bg) levels (specific bg value was not provided) where the customer required 3rd party intervention. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer understood and acknowledged. Recommendation was made to discuss diabetes management with a health care professional.